Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. On an unknown date, the patient was hospitalized for the event. On an unknown date, the patient was treated with unspecified antibiotics (dose, route, frequency and duration not reported) for peritonitis. On an unreported date, the patient was switched to hemodialysis. At the time of this report, the patient outcome and recovery status were not reported. No additional information is available.